Event description:
Shower chair fell apart during transport into shower area of shower room. Entire chair collapsed. Nurse's aid was able to ease resident to floor as the chair collapsed. Right rib cage was caught in chair and scraped.